Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: alcl. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
[Safety_note]impacted product number:ip-02197171 /product name:unk_gel implants/notes: it was reported, via a health authority, that a patient who underwent breast surgery with unknown mentor breast implants on (B)(6) 2017 was diagnosed with pathology-confirmed breast implant associated anaplastic large cell lymphoma (bia-alcl). Per the information provided, the patient was diagnosed with ¿pathology-confirmed anaplastic large cell lymphoma (alcl)¿. Per the event description, ¿bia alcl report provided by the abdr¿. Breast implant removal surgery was performed on (B)(6) 2017. No further information was provided at the time of this review. Based on the report source (i.e.,health authority), this is classified as a ¿confirmed¿ case of bia-alcl. Per the information provided, the patient was implanted with mentor breast implants at the time of diagnosis, but the patient¿s breast implant history is unknown. Therefore, this case is classified as a mixed mentor confirmed case of bia-alcl. No further details were provided. Should more information become available, this note will be updated and the case will be reassessed.